Event description:
It was alleged in the fax that the reamer head broke during surgery inside the medullary canal. It was further alleged that the broken piece could not be retrieved. It was also alleged that a reamer shaft and a guide wire have been used during the surgery. The customer alleged that the broken reamer head is available at the hospital.

Manufacturer narrative:
It is not known at this time if the device will be available for evaluation. Additional information has been requested and if received will be provided on a supplemental report.